Event description:
An FDA medwatch report was received. A consumer reports that, following bilateral intraocular lens (iol) implant surgery, she immediately experienced halos and glare. As a result of these, she has headaches and eye strain for which medication is taken throughout the day. Recently, in 2008, she also reports seeing floaters. Add'l info was requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 06/24/2008 and 07/22/2008 by phone, mail, and fax. Add'l info was rec'd on on 06/25/2008 by phone. A completed questionnaire has not been rec'd.